Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. On june 8, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.